Event description:
During surgical procedure, md applied staple (with disposable auto suture stapler) on proximal pulmonary artery, ligated distal/divided pulmonary artery accordingly, released stapler and proximal pulmonary artery was open. No staples in stapler. Arterial bleeding resulted, pt received 8 pints of blood.